Manufacturer narrative:
B3: event date ¿ this issue occurred on 2025-01-31 and 2025-02-11. The device was received for evaluation. Based on a review of the event history log, the flange sensor failure se 21502 was found on 2025-01-31 and 2025-02-11. Functional testing was performed and was able to load the syringe and start an infusion without any problems. The failure was unable to be reproduced during sample analysis and the device operated as designed, therefore the cause of the failure found in the event history was not identified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, it was observed that the pump had two (2) system error 21502 (flange sensor failure). There was no report of patient injury or medical intervention associated with this event. No additional information is available.